Manufacturer narrative:
Upon receiving awareness of this instance, technical service advised for user facility to remove product from service due to product life expiration. Customer moved product into storage and acknowledged receipt of end of life letter. A servicer performed an analysis of the table. No definitive failure was identified.

Event description:
This report summarizes an event that was reported to midmark to have occurred on or around (B)(6) 2022. The report stated that the doctor was seated on a stool at the foot of the exam table and the table lowered onto his leg. The doctor saught medical attention and returned to work the following day.